Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range right ventricular (rv) shock lead impedance measurements measuring, greater than 125 ohms. Additionally, during a routine check upon interrogation a code 1005 was found indicating an open circuit during shock delivery. Subsequently, the device was explanted and replaced, and the rv lead was surgically abandoned and replaced. It was suspected there was an insulation issue. No additional adverse patient effects were reported. This device was returned and is pending analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range right ventricular (rv) shock lead impedance measurements measuring, greater than 125 ohms. Additionally, during a routine check upon interrogation a code 1005 was found indicating an open circuit during shock delivery. Subsequently, the device was explanted and replaced and the rv lead was surgically abandoned and replaced. It was suspected there was an insulation issue. No additional adverse patient effects were reported. This device was returned and is pending analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.